Event description:
It was reported that the image on the monitor was white when an exposure was made. This resulted in a loss of live image which rendered the system inoperable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor pcb was reseated and the cables were reconnected. The system was tested and found to be working as intended and returned to service.